Event description:
It was reported that the patient had non-sustained tachycardia episodes and there was high impedance on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. The outer insulation had an abrasion (breached) and a cosmetic depression. The outer tubing overlay had blood/body fluid (not obstructed), cosmetic environmental stress cracking, and was melted. The exposed defib coil had a white substance. Visual analysis revealed that the lead appeared to have been implanted with a bend in it at the fracture site.